Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. The treatment of y90 mapping. It was reported that the concerto coil prematurely detached in the 0.021 ID merit medical microcatheter. During the repositioned the microcatheter the physician tried to pull the coil out of microcatheter. The coil was prematurely detached and removed with the microcatheter from the patient. Different concerto coil was used and treated the patient. The patient has recovered. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The concerto pushwire and implant coil were returned and found to be attached. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Under the microscope, the coin was located against the lumen stop and the coil shield was found to be damaged with the implant coil still attached. The implant coil was found to knotted and damaged and stretched with the polypropylene filament intact; however, the cause for the damages could not be determined with the information provided. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Device condition did not match the reported conditions as the implant coil was still attached to the pushwire and did not prematurely detach. (B)(4).